Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for shock impedance high out-of-range, measuring greater than 174 ohms. Boston scientific technical services recommended that the patient contact their healthcare professional and follow-up. No adverse patient effects were reported. This ICD and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for shock impedance high out-of-range, measuring greater than 174 ohms. Boston scientific technical services recommended that the patient contact their healthcare professional and follow-up. No adverse patient effects were reported. This ICD and rv lead remains in-service.